Event description:
It was reported that the insulin pump alarmed battery out limit. The caller did not know the blood glucose reading. The caller stated that the alarm occurred more than twice, and a replacement battery cap did not resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarm was noted. All of the operating currents were within specification and no battery alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube and a broken reservoir tube lip.